Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. Based on the information provided, a conclusive cause for the balloon ruptures could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right superior femoral artery (sfa). The 6.0x250mm armada 35 balloon dilatation catheter (bdc) was advanced without resistance to the lesion. During the first inflation, the balloon ruptured at 8 atmospheres (atm). The bdc was removed without issue, and the procedure completed with another device. There was no clinically significant delay in the procedure, and no adverse patient effects. No additional information was provided.